Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield dropped during use. This event occurred 10 times. No harm to patient and/or user. The following information was provided by the initial reporter. The customer stated: safety shield dropped off when lab technician tryied to put it on. Nsi risk. Also some needles that safety shield dropped when you took it from package.

Manufacturer narrative:
H.6 investigation summary: material #: 368650. Lot/batch #: 3026569. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield dropped during use. This event occurred 10 times. No harm to patient and/or user. The following information was provided by the initial reporter. The customer stated: safety shield dropped off when lab technician tried to put it on. Nsi risk. Also some needles that safety shield dropped when you took it from package.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.